Event description:
Same case as 6000093-2004-01609.

Event description:
Clincal study: 180 days after drug eluting stenting treatment procedure a stent thrombosis, myocardial infarction occurred and a target vessel reintervention was performed. The pt was readmitted in 2004 with midsternal chest pain associated with diaphoresis and mild radiation to the neck. ECG showed sinus rhythm with a right bundle branch block and peaked anterior q-waves. The pt's cardiac enzymes met guideline criteria for mi. It was noted that the pt stopped taking their plavix after their prescription ran out. It is unclear how long the pt took plavix. The pt's ck-mb met guideline criteria for myocardial infarction; however, ck-mb was not drawn on the same day, the pt underwent angiojet thrombectomy and balloon angioplasty of the lad. Residual stenosis was 0%. A questionable small dissection plane was noticed at the proximal edge of the stent in the proximal lad. Ivus performed the 3rd day revealed no evidence of dissection and it was decided not to pursue any further dilatation, avoiding any thrombogenic stimulus. The pt was discharged the next day. In the opinion of the physician the realtionship of all three events to the taxus drug eluting stent is "probable."